Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: device manufacture date: june 28, 2020 - june 30, 2020. H10: thirty-six (36) actual samples were received for evaluation. Unaided visual inspection was performed along with magnification with fill port caps removed which observed particulate matter (pm) inside the fill port connector in ten (10) samples only (five appeared loose and five had cap thread or connector pm). The reported condition was verified in ten (10) samples; however, not verified in the remaining twenty six (26) samples. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed on the fill port and fill port caps of thirty-six (36) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed prior to use. There was no patient involvement. No additional information is available.